Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a carotid artery. A 6.0x40x135 cm express¿ ld vascular stent was advanced for treatment. However, it was noted that the stent opened the stems. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in a carotid artery. A 6.0x40x135cm express ld vascular stent was advanced for treatment. However, it was noted that the stent opened the stems. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination was performed. The delivery system was not returned for analysis. The detached stent was received for analysis. A visual and microscopic examination was performed on the detached stent. The stent was still crimped and had not been expanded. The distal section of the stent was noted to be compressed and severely damaged. No issues were noted with the stent that couldn¿t have contributed to the damage identified. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).